Event description:
Reportable based on analysis completed on 22dec2025. It was reported that during an atrial fibrillation ablation procedure, a versacross connect access solution for faradrive was selected for use. It was noted that the wire was damaged when came out of the package. The sheath would not go over the wire after access. The wire had its coating bunched to the back end of the wire. It would not be removed. No damage to the packaging. The wire was removed from the hoop and this was noted. It was noticed prior to insertion. The devices was replaced and the procedure was completed successfully. No patient complications occurred. The device has returned for analysis. However, analysis revealed the rf wire insulation was damaged and it was fractured.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and noted to have its insulation bunching noted on proximal end. Additionally, visual inspection revealed that the returned device was found to be fractured into two pieces. The distal segment shows blood near the tip and a clean, sharp cut at the failure site. There was no damage at the proximal end; however, ptfe coating damage is present near the fracture area. Therefore, the reported allegation is confirmed based on the returned device.